Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right attune total knee revised to address flexion instability and aseptic loosening of the femur component, at an unspecified interface. It was noted that the tibia was well-fixed and positioned, but it had subsided medially into varus. Femur, tibial base plate, and tibial insert were revised; patella was retained. Depuy bone cement was utilized at primary. Doi: (B)(6) 2014; dor: (B)(6) 2016; (right knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected: h6 (device).